Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
Left ventricular lead was detected to be inactive during remote monitoring. Since the patient had recently undergone cardiothoracic surgery (reported separately), the pre-discharge exams were more closely observed, in which a displacement of the left lead was observed. The investigator assessed this event as causal related to patients medical history. The patient was hospitalized. Replacement of the left ventricular lead with removal of the previous lead was done. Chest x-ray was done for diagnostics.